Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) was pulled from the dn strain relief, pulling the j703 connector from the dn pca board. The cause of the non-functional electrodes is the open connection. The cause of the open connection is the pulled cable. The root cause of the pulled cable is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.